Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer was overfilling the cartridges and performing the air removal step incorrectly. There was no reported impact to the customer's blood glucose level. The customer performed a supply change and resumed insulin therapy successfully.